Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The mother of a customer reported via phone call of a no delivery alarm and high blood glucose of 500mg/dl. Customer is at the emergency room ready to be admitted to the hospital. Customer had a bad phone connection and the call was disconnected.